Event description:
The customer reports that the compressor stopped operating while connected to the ventilator. There were no alarms activated from the compressor. There was no pt injury. The ventilator alarmed high 02 and the pt was ventilated with 100% 02. The biomed has been unable to duplicate the reported problem. The fse has been dispatched to the customer site.